Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the hospital. Upon review it was discovered that the right ventricular lead exhibited sensing noise causing inappropriate shock. The lead was explanted and replaced. The patient was in stable condition.